Manufacturer narrative:
The sample is serum. Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(6) 2011 and the results were within the instrument specifications. Service was not dispatched for this event as the customer was not questioning instrument performance at this time. The customer is sending the sample to bci for additional testing. The sample has not been received to date. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an elevated total t4 (tt4) patient result generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was reproducible and was reported out of the laboratory. Subsequent testing by an alternate methodology produced a lower, discordant result within the normal reference range. It is unknown if the patient treatment was affected in this event.